Event description:
Pt called lfs in 2003 alleging their meter would power off while attempting to test. The pt reported no high or low blood glucose symptoms while attempting to test. The pt was able to test on an unknown meter and obtained a result of 115mg/dl. The issue was not resolved with troubleshooting. No further info has been reported.